Manufacturer narrative:
According to the info we rec'd from the dist, on the first wire during knee surgery, the surgeon cut the tip of the wire and the tip of the wire cutter broke off into the knee. The broken piece was retrieved and disposed of at the hosp and was therefore not available for investigation. There was no pt injury reported. Conclusion: no definite conclusion, for the exact cause of this break can be drawn. Based on our long-term experience as qualified surgical instrument MFR, we can only assume that the wire cutter was overstressed or misused, e.g.. By cutting any wires thicker than 1.5mm. Since our production records indicate compliance with all specs and our trend analysis reflects no problem with this pattern, this eval indicates no defect of material, no defect in design, or any defect in mfg and we feel that no corrective or preventive action from our side is to be taken.